Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Customer reportedly received results of 32 mg/dl and 190 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however, the test cassette has been discarded; replacement was sent.

Event description:
Customer reportedly received results of 32 mg/dl and 190 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; replacement was sent.